Event description:
It was reported that the tip of the bur broke during a procedure. There was a 10-15 minute delay, but the case was completed successfully. Pieces of the tip remained inside of the patient following the procedure. An x-ray was performed as a result of this event. The surgeon confirmed that the patient was not harmed as a result of this event.

Manufacturer narrative:
Device not returned at this time.

Event description:
It was reported that the tip of the bur broke during a procedure. There was a 10-15 minute delay, but the case was completed successfully. Pieces of the tip remained inside of the patient following the procedure. An x-ray was performed as a result of this event. The surgeon confirmed that the patient was not harmed as a result of this event.

Manufacturer narrative:
The product was not returned for evaluation so the failure was not confirmed. The root cause of this issue is unknown. Device not returned for evaluation.